Event description:
The customer reported that there was no display on the left monitor. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found an inverted tv connection so he fixed the system. The system operates as intended.